Event description:
It was reported to philips that the device failed the shift check. There was no patient involvement.

Manufacturer narrative:
Upon further investigation of this event, it does not meet the definition of a reportable event and the battery in reference is the lithium backup battery, which is not needed for therapy delivery.

Event description:
It was originally reported to philips that the device failed the shift check. There was no patient involvement. Upon further investigation of this event, it does not meet the definition of a reportable event and the battery in reference is the lithium backup battery, which is not needed for therapy delivery.